Manufacturer narrative:
At this time, the device has not been provided for evaluation. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through implant patient registry it was learned that a 21mm 3300ftx valve was explanted after an implant duration of 5 years, 4 months due to leaflet calcification, degeneration, severe stenosis with mild to moderate regurgitation . The patient presented in acute systolic heart failure. A concomitant coronary artery bypass was performed during the procedure. The explanted valve was replaced with a 21mm 11500a valve. The patient was discharge home on pod #15. Per medical records: the patient presented with chest tightness, and shortness of breath. The patient was diagnosed with nstemi and in acute systolic heart failure, ef 40%. The it is noted the 21mm 11500a replacement valve was seated nicely and functioned properly. Post operatively the patient had complete heart block requiring ppm placement on pod #3. Pathology of the explanted valve final diagnosis was tissue with diffuse leaflet calcification, degenerative changes and mild focal chronic inflammation. Possible leaflet vegetations noted on gross description, micro was negative. The patient was not discharged on a course of antibiotics. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H3: customer reports of calcification, degeneration, and stenosis were confirmed. Leaflet tears in the as received condition may lead to regurgitation. X-ray demonstrated wireform intact and heavy calcification on leaflets 1 and 3, and moderate calcification on leaflet 2. Extrinsic calcific deposits were observed on the outflow surfaces of all three leaflets and inflow surfaces of leaflets 1 and 3. Leaflet 1 had a torn section approximately 5mm x 4mm; torn out fragment was not returned. Leaflet 2 had a 4mm tear near commissure 3 and leaflet 3 had a 3mm tear near commissure 3 and a 7mm tear down the mid section. Calcification was evident at all the tears. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 5mm on leaflet 1 at the inflow aspect. Host tissue overgrowth on the stent circumference was minimal at the outflow aspect. Calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis. Sewing ring was cut around leaflet 2. Wireform was exposed around leaflet 3 on the inflow aspect. Updated sections: d9, g3, h2, h3, h6 type of investigation.

Manufacturer narrative:
Updated sections: d4 expiration date, h4, h6 type of investigation, investigation findings, and investigation conclusions. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Through further investigation, it was determined that a definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.

Manufacturer narrative:
Updated sections: h6 investigation conclusions. Through further investigation, it was determined that the root cause of this event was most likely due to patient related factors.